Event description:
Allegedly stem had subsided. Stem "fell out" according to surgeon when revised. Cup left in place and liner exchanged to another poly liner.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 3003379990-2007-00030, 00031, and 1043534-2007-00078. This event occurred in another country, and the product was manufactured in another country.